Event description:
In 2001, patient was evaluated by advanced bionics representative for reported percept problems. Testing done at that time indicated that device was functional. The following month, surgeon decided that device should be explanted; patient will be reimplanted with another clarion device.